Event description:
It¿s reported that the surgeon notified the sales rep. That a patient from a previous procedure had the lower left l3 screw head disengage from the screw shaft at the lowest portion of the construct.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: review of the x-rays confirms that the disengagement occurred at l3 on the patient's left side. An r&d staff engineer reviewed the surgeon's technique with the sales rep and confirmed that the surgeon's technique during dvr and final tightening is likely to lead to compromising the screw integrity. The surgeon is not using suk clamps and is performing multiple over-tightening attempts, which are likely to have contributed to the tulip disengagement experienced by the surgeon.conclusion: the root cause of the reported event is the surgeon's technique leading to compromising of the screw's structural integrity.

Event description:
It&#38112;reported that the surgeon notified the sales rep. That a patient from a previous procedure had the lower left l3 screw head disengage from the screw shaft at the lowest portion of the construct.